Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis and the complaint was confirmed. The needle passed all electrical tests and was operated several times in thaw mode. The needle was disassembled for further analysis. It was determined that the resistance wire insulation layer on the heater was damaged during the assembly process leading to intermittent current leakage at that point. Patient spasm can occur when current flows through the patient tissue due to poor needle to console grounding.

Event description:
It was reported that muscle stimulation occurred. A 3.5cmx3.5cmx4cm renal tumor was being treated with cryoablation. Two (2) iceforce 2.1 cx 90 degree needles were used during the procedure. During the active thawing process, the patient experienced moderate electrical muscle stimulation. The active thaw was stopped and passive thaw was used instead for four (4) minutes. Following the passive thaw, two (2) cycles of cautery were performed on each needle, one (1) at a time, with no further patient complications noted. The needles were removed and the patient experienced no post procedure issues related to the moderate muscle stimulation.

Event description:
It was reported that muscle stimulation occurred. A 3.5cmx3.5cmx4cm renal tumor was being treated with cryoablation. Two (2) iceforce 2.1 cx 90 degree needles were used during the procedure. During the active thawing process, the patient experienced moderate electrical muscle stimulation. The active thaw was stopped and passive thaw was used instead for four (4) minutes. Following the passive thaw, two (2) cycles of cautery were performed on each needle, one (1) at a time, with no further patient complications noted. The needles were removed and the patient experienced no post procedure issues related to the moderate muscle stimulation.